Event description:
It was reported that the patient experienced inflation issues with his ambicor penile prosthesis (app). The patient underwent a revision surgery to replace the app. A hole in the connection tubing between the pump and cylinder was identified upon removal, air inside the prosthesis was observed. A new tactra malleable prosthesis was implanted. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ambicor penile prosthesis underwent a thorough analysis. The cylinders and pump were visually and microscopically examined. Both cylinders exhibited wear at folds in the cylinder bodies. One cylinder had a hold at corner of a fold which led to a leak. Both cylinders had an excess air between the inner and outer tubes when inflated with syringe, bulging was present. No anomalies were found with the pump. Based on the information available and analysis results, the hole identified in the cylinder could have caused or contributed to the reported observations of inflation issues and air in system.

Event description:
It was reported that the patient experienced inflation issues with his ambicor penile prosthesis (app). The patient underwent a revision surgery to replace the app. A hole in in the connection tubing between the pump and cylinder was identified upon removal, air inside the prosthesis was observed. A new tactra malleable prosthesis was implanted. There were no patient complications reported.